Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "axos proximal tibia procedure. The locking of the plate and screw was bad. This event probably occurred because the screw did not go straight into the opened hole. There may also be a problem with the bone quality of the patient."